Manufacturer narrative:
Additional information: d9, h3, h6, h10. H10: the device was received for evaluation. A visual inspection with the naked eye and magnification noted the female connector separated from the light blue main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the connector (dark blue part) and the main body (light blue part) of a minicap extended life transfer set. This was observed during patient training. It was further described as ¿the dark blue part in the miniset transfer tube detached from light blue part¿. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.